Manufacturer narrative:
(B) (4): results: (death, arterial and venous occlusion), (calcified aortic bifurcation).

Event description:
A talent stent graft device was implanted into a patient for the emergent treatment of a 4.6 cm abdominal aortic aneurysm. The aortic neck was 3 cm long and it was 23 mm in diameter proximally and 22 mm distally. The area of the aortic bifurcation was calcified. The distance between the left hypogastric artery and the aortic bifurcation was short measuring 3 cm. There was an accessory renal artery that needed to be preserved. This required the stent graft to be implanted directly below the accessory renal artery. It was reported that as the stent graft was deployed, it accidentally came down 5-7 mm and completely covered the left hypogastric artery. The right hypogastric artery was patent; therefore the decision was made to not further intervene. Approximately 2 weeks later, the patient presented complaining of numbness in the leg and foot. The leg and the foot were warm to the touch and there was a good pulse. The physician decided to perform a CT angio to determine the course of action. Three days later, the patient was brought back for intervention. A fogarty catheter was used to remove clot followed by placement of a peripheral stent. There was good out come and the patient was fine. Later that night a secondary unknown procedure was performed by the physician's partner and when the patient was closed up after the procedure, there was no pulse on one leg. This patient was non-compliant (did not take his medication) and the physician's analysis is that there was development of a clot. The physician performed a fem-fem bypass; however, bypass also closed off and the patient went into renal failure which caused a cardiac event leading to the patient's death.